Manufacturer narrative:
Evaluation of the returned pod packing coil's pusher assembly confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was damaged, the pusher assembly was fractured, the pusher assembly was kinked throughout its length, and the pull wire was retracted out of the pusher assembly distal tip. Based on the reported complaint, this damage was incidental, and the root cause could not be determined. The detached embolization coil was not returned for evaluation. Based on the returned condition, the root cause of the reported detachment issue could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod packing coil (packing coil), and non-penumbra microcatheter. It should be noted that the patient's anatomy was mildly tortuous and mildly calcified. During the procedure, the physician successfully implanted three non-penumbra coils into the target vessel using the microcatheter. While advancing the packing coil through the mid-shaft of the microcatheter, the physician experienced resistance. While retracting the packing coil, the packing coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached packing coil was removed. The procedure ended at this point. There was no report of an adverse effect to the patient.